Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
1st event reported via (B)(4), 1317056-2021-00144. 3rd of 8 reported events: a territory manager reported an end user had an issue with a can 5f dual xcela PICC - (B)(6) kit. It was reported that there was a discoloration of the PICC lumen. On visual inspection, one lumen of the PICC noted to be cloudy or discolored white/grey. The lumen was known to have had undiluted etoposide infused within. The PICC was removed from the patient and replaced with a new of the same device. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident. It was indicated the reported device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a dual lumen xcela PICC. As received, the customers complaint description is confirmed for lumen discoloration. The extension tubing had a frosted like appearance. Also noted the catheter tubing appeared pinkish in color. The extension tubing was sectioned, and it was observed that a sticky film was present on the inside surface that could be wiped off with isopropyl alcohol, leaving the extension tubing clear with no evidence of degradation. The composition of this film is unknown, however, based upon the absence of any damage to the extension tubing underneath the film, it appears to be a residue or precipitate from the infused drugs. Based on the sample analysis, this device did not malfunction. It is possible that the film observed on the ID of the extension tubes was the result of instability of the etoposide mixture used/infused causing the drug to precipitate from solution as the observed film. The customer's reported complaint description of cloudy extension tubing is confirmed based on evaluation of returned PICC complaint sample. The most likely root cause for the discoloration is drug precipitate. This is an issue of customer use of the PICC for a specific patient population drug therapy and not a PICC device malfunction. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).